Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. A search for potential lot number and catalogue numbers was performed with no results. A device history review could not be performed due to the alleged lot number and catalogue number being unknown.

Event description:
Peritoneal dialysis patient reported observing a fluid leak after completing peritoneal dialysis treatment. The patient was advised to notify the peritoneal dialysis nurse. Additional information was solicited. The liberty cycler set was discarded by the patient.